Event description:
It was reported that prior to this scheduled routine cardiac resynchronization therapy defibrillator (crt-d) generator change out procedure, no abnormal lead measurements were observed. However, during the change out procedure while connected through the pacing system analyzer (psa) it was reported that the left ventricular (lv) lead exhibited noise along with the inability to perform any lead measurement testing. In addition, the right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) was contacted and offered troubleshooting suggestions. As a result, both the rv and lv leads were disconnected and reconnected to the psa and the high out of range shock impedance measurement was still observed. The physician opted to utilize the old device to perform lead measurement testing. The rv lead was unchanged and still displayed high out of range measurements and the lv lead, programmed unipolar, exhibited a high out of range pacing impedance measurement, measuring greater than 3000 ohms and unable to capture. Ultimately, a commanded 41 joule shock was delivered through the old device which still yielded a high out of range shock impedance measurement and high out of range lv pacing impedance measurement. After the commanded shock was performed, it was reported that the device displayed an open circuit code. Subsequently, the rv lead surgically abandoned and replaced. A new crt-d device was successfully implanted. During lead testing through the new crt-d device, the single coil rv lead exhibited a high out of range shock impedance measurement, an expected observation as further troubleshooting found the device had not been reprogrammed to account for the new rv lead, therefore, the device was still programmed in the triad configuration. The lv lead however, was still not capturing. As a result, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.